Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle would not disengage. The following information was provided by the initial reporter, translated from chinese to english: when the needle core was withdrawn in the emergency department, the core could not be withdrawn.

Manufacturer narrative:
Investigation results: the complaint that the needle could not be withdrawn was confirmed and the cause appeared to be manufacturing related. One video and one 20ga nexiva unit from lot: 3116950 were provided for investigation. The video and a functional test of the physical sample confirmed that the needle could not be withdrawn through the tip shield safety mechanism. A microscopic examination of the returned sample revealed a crimp in the needle shaft, which prevented the needle from passing through the washer in the safety mechanism. The damage observed on the needle likely occurred during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.